Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the issue has not repeated since the original occurrence.

Event description:
A medtronic representative reported that, while in a spinal fusion, a frame rate error message appeared when performing a 3d image acquisition. The site was able to clear the error message and continue with the procedure. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: see initial MDR submission location of aro: (B)(6). Manufacturer: see initial MDR submission. Brand name: see initial MDR submission. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.